Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter. " it is reported collar broke off from hub of eclipse needle." Verbiage received, -"here is more information for the defective needle. We only had one needle effected, we pulled the 17 boxes we had on hand as we didn¿t want to take any chances. The base of the needle came unglued while the phlebotomist was putting it in the vacutainer holder." Lot 9205620. Exp:2024-07-31.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, " it is reported collar broke off from hub of eclipse needle." Verbiage received, "here is more information for the defective needle. We only had one needle effected, we pulled the 17 boxes we had on hand as we didn¿t want to take any chances. The base of the needle came unglued while the phleb was putting it in the vacutainer holder. Lot 9205620. Exp:2024-07-31."